Event description:
Complaint (B)(4). Patient reported to the specialty pharmacy on 14-jul-2022 that the she was having difficulty pairing her pump and remote; she was initially able to resolve the issue, but later had the same issue again and was unable to resolve. The patient went to the emergency room to seek medical attention to continue remodulin therapy. This information was reported to united therapeutics on 15-jul-2022 and forwarded to millyard advanced medical products llc on 16-jul-2021. The patient was treated and monitored at the hospital. In that time, replacement pumps were shipped to the patient. She was discharged on (B)(6) 2022 and has resumed usual remodulin therapy via the remunity pump system. The devices associated with the event were returned to the manufacturer for evaluation on 01-aug-2022. During the failure investigation process it was noted that both returned pumps, serial numbers (B)(4) and (B)(4), showed evidence of remodulin ingress into the pump that had caused damage to the pcbs and caused them to be unable to power on or communicate with their remotes. No cassettes were returned; because the user did not return any cassettes used during therapy there is no way to identify the source of the remodulin found in the pumps that caused the subsequent pump issues.